Manufacturer narrative:
The actual device is available for evaluation, and is in process of being returned. The model number was provided, but the lot number is currently unknown. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "the locking mechanism broke on the sharp kerrison. The piece broke during the procedure. The piece was located with no harm to the patient."

Manufacturer narrative:
The actual device was returned for evaluation. Upon evaluation, it is clear that the bottom lock broke. Through past testing, symmetry identified that when additional forces are applied to the locking mechanism of the handle by excessively squeezing and twisting the handle during the use of a dull blade or while cutting a large or dense bone, the bottom lock will yield. To help prevent this occurrence, symmetry chose to improve the safety of the product by increasing the thickness of the bottom locking mechanism that experiences the stress. This change occurred in 2018 and was implemented with this device. The improvement will not eliminate the possibility of this failure mode as it is a failure mode that is inherent to the design of the device. As a result, twisting and excessive pressure is warned against during training and in the product IFU. Based on evaluation, the history of the device, and details about this particular incident, the root cause is user error. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
This report is to correct the part number information. The reporter originally stated that part 53-1675rc had the malfunction, however after receiving the samples it was realized that the part was actually 53-1674rc. They differ only in length. This update was missed in the first supplemental report, so it needed to be captured in this one. All relevant information regarding part 53-1674rc has been added. If any additional relevant information is identified, it will be submitted in a supplemental report.